Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 489 mg/dl at the time of hospitalization. The current blood glucose level was 226 mg/dl. Customer treated with intravenous drip. Customer was off the device prior to hospitalization for less than 48 hours. Customer stated that the drive support cap was normal. Customer stated that the events was leading to hospitalization because the insulin pump got a spi to motor pic communication error. The product will not return for the analysis.